Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizures. It is unknown if the increase is above pre-vns baseline. The relationship between the increase and vns therapy is unknown at this time. Diagnostic test results were reportedly within normal limits, according to the medical professional. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.